Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited an episode of inappropriate shocks due oversensing. No other information was provided. This lead was left implanted on the patient and taken out of service due to the patient dying of unrelated reasons. No further adverse patient effects were reported.